Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced elevated blood glucose (bg) levels while on holiday in gran canaria, spain. Bg levels were reported to be greater than 20 mmol/l (>360 mg/dl). Reported symptoms included nausea and vomiting. The patient was hospitalized on (B)(6) 2025, for one night and was treated with insulin and intravenous fluids. The patient was unable to recall a specific medical diagnosis, stating that the medical information was provided in spanish. The patient self-discharged from the hospital after one night. The pod involved is not available for return.